Manufacturer narrative:
Initially the lot number was not provided; however, during the device evaluation on 11/13/2020, the lot number was retrieved. Therefore, processed d4. Lot, d4. Expiration date and h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The device evaluation was completed on 12/8/2020. It was reported that a male patient (63 year old) with history of myocardial infarction. Underwent cardiac ablation procedure for ventricular tachycardia (vt) with thermocool® smart touch® sf bi-directional navigation catheter. After completing the procedure and performing an ultrasound on the patient, the doctor observed an effusion in the epicardium of the heart. The blood was drained. During the procedure, high values of forces applied with the ablation catheter were observed. The patient was conscious and his vital signs stable. The patient was transferred to intensive care unit after the procedure for follow up and he stay day night in the ward. The patient had fully recovered (no residual effects). The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting correctly. The catheter failed the irrigation test. The catheter was dissected in the dome area and it was found dry reddish material occluding the irrigation holes. A manufacturing record evaluation was performed for the finished device 30364332l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of irrigation holes occluded with dry reddish material could be related with the procedure and not related at a malfunction of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) with history of myocardial infarction. Underwent cardiac ablation procedure for ventricular tachycardia (vt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After completing the procedure and performing an ultrasound on the patient, the doctor observed an effusion in the epicardium of the heart. The blood was drained. During the procedure, high values of forces applied with the ablation catheter were observed. The physician¿s opinion is that the cause of the adverse event was procedure (too much force applied) and patient condition (heart patient condition). The patient was conscious and his vital signs stable. The patient was transferred to intensive care unit after the procedure for follow up and he stay day night in the ward. The patient had fully recovered (no residual effects). Transseptal puncture was performed with an agilis model. No steam pop occurred during procedure. The flow setting was 8ml/min power <30 w and 17ml/min for power> 30 w. Was no errors during the equipment during the procedure. All force visualization features were utilized. The visitag settings were 3mm for 3sec, fot25%, 3mm tag size, respiration adjustment was checked. Force and time were used for color options prospectively. Since cardiac tamponade may be life threatening, it was assessed as MDR reportable. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.